Event description:
It was reported that the patients after another two weeks without contact wound had opened. Symptoms noted are infection. The physician does not believe that the infection was device or procedure related, and the cause was unknown. The patient was started immediately antibiotics and advised to keep the wound on a wet-to-dry regimen for ongoing cleaning and debridement.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients after another two weeks without contact wound had opened. Symptoms noted are infection. The physician does not believe that the infection was device or procedure related, and the cause was unknown. The patient was started immediately antibiotics and advised to keep the wound on a wet-to-dry regimen for ongoing cleaning and debridement.